Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent vertebral compression fracture at l3 due to osteoporosis. Intra-op, the balloon would not deflate properly. It was difficult to remove balloon from cannula. We even removed the stylet and applied suction via the locking syringe but neither worked. Therefore, the working cannula and balloon were both removed as one unit. The procedure was successfully completed with the original product without any delay. There were no patient symptoms or complications reported as a result of this event.

Manufacturer narrative:
Product analysis results: visual inspection revealed the balloon of the ibt has been bent and wrinkled. Functional inspection with a sample syringe confirmed the ibt would inflate but would not deflate correctly. The bent shaft in the tip appears to be bent which is causing the balloon to deflate wrong. Unable to determine root cause of bent tip. If information is provided in the future, a supplemental report will be issued.